Event description:
It was reported that unspecified wearable issue occurred for the transmitter with the serial number (B)(6). However, data for the transmitter with the serial number (B)(6) was provided for evaluation. The allegation was confirmed as signal loss over onw hour was found. The probable cause was determined to be signal loss due to the transmitter and app not being able to establish a connection. The reported event of unspecified wearable issue is reportable based on the finding of signal loss over onw hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.